Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she was hospitalized for diabetic ketoacidosis and failing kidneys. The customer was unable to troubleshoot at the time of the call. Nothing further was reported.